Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: +(B)(6).

Event description:
It was reported that the patient's ipg was having difficulty connecting with their programmer. As a result, the patient may undergo surgical intervention to address the issue.